Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error during testing noted. The motor passed motor test. The insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer's blood glucose level was 209 mg/dl. The customer was able to rewind the device. The customer also reported that the display was hard to read. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.